Event description:
It was reported that patient experienced recurring incontinence due to urethral atrophy at the cuff site. Artificial urinary sphincter (aus) was explanted and replaced. No adverse patient effects. Additional information was received. Patient is still leaking.

Manufacturer narrative:
Field change: 72400024 (B)(4) balloon fgs 61-70 cm. 72404127 (B)(4) control pump fgs iz.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. Based on the results of this investigation, no escalation is necessary. 72400024. 828415002. Balloon fgs 61-70 cm. The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. Balloon failed pressure test at 51.1 cmh20. It did not perform within the product specifications (61-70 cmh20). Based on the results of this investigation, no escalation is necessary. 72404127. 831780018. Control pump fgs iz. The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that patient experienced recurring incontinence due to urethral atrophy at the cuff site. Artificial urinary sphincter (aus) was explanted and replaced. No adverse patient effects. Additional information was received. Patient is still leaking.

Event description:
It was reported that patient experienced recurring incontinence due to urethral atrophy at the cuff site. Artificial urinary sphincter (aus) was explanted and replaced. No adverse patient effects.